Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the issue but could not replicate it. The fse replaced the wash and diluent due to possible contamination and cleaned the sample nozzle to resolve the issue. Additionally, the bf incubator temperature was adjusted. Instrument validation was performed through quality control (qc). Qc results passed within the published ranges. The aia-2000 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 05jan2019 to aware date 05feb2020. No other similar complaints were identified during the search period. The st aia-pack afp analyte application manual states the following: quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, at least two levels of controls should be run in order to accept the calibration curve. The two levels of controls should also be repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The probable cause of the issue is attributed to the contaminated wash and diluent, and partially clogged sample nozzle. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported controls out of range on the aia-2000 analyzer. A nozzle clean was performed on the analyzer, and the results completely changed. This was observed on numerous assays. Service was requested. A field service engineer (fse) was dispatched to address the reported issue, which resulted in the delay of reporting alpha-fetoprotein (afp) patient results. There was no report of patient intervention or adverse health consequences due to delay in reporting.